Manufacturer narrative:
Both levels of control passed on the meter. The meter was returned for investigation. The test strips were not returned. The meter was tested with retention strips and retention controls: control ranges: level 1: 30-60 mg/dl; level 2: 261-353 mg/dl. Results: level 1 ¿ 45 mg/dl, 46 mg/dl, 44 mg/dl; level 2 ¿ 308 mg/dl, 300 mg/dl, 306 mg/dl. All returned results are within the acceptable range. No information was provided in the complaint that would point to a cause for the discrepant results. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested with an accu-chek inform ii meter. The result from a capillary sample at 9:17 a.m. Was 16 mg/dl.. The result from a capillary sample at 9:19 a.m. Was 43 mg/dl.. The reporter did not know which result was believed to be correct. The inform test strip lot number was 670109 with an expiration date of 31-oct-2023.